Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17494391l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4.

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a smart touch bidirectional sf catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history was unknown. The patient suffered a pericardial effusion. After performing the avnrt ablation, the catheter was advanced retrograde into the left ventricle for premature ventricular contraction (pvc) mapping when the patient¿s pressure dropped. The intracardiac echocardiography (ice) catheter was used to confirm a pericardial effusion. A pericardiocentesis was performed and about 440cc of fluid was removed from the pericardial space. The patient was reported to be in stable condition at the time the complaint was reported. The procedure was aborted. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.